Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms while connected to the modular cable (lot number not provided) were confirmed via log file analysis. The log file indicates on (B)(6) 2025 a driveline power fault alarm at 10:23:17. The driveline power fault alarm remained active until the end of the log file on (B)(6) 2025 at 9:57:17. No other notable alarms were observed in the log files. No product was returned for further testing. Additional information indicates all alarms resolved with the exchange of the system controller and modular cable and the lot number of the modular cable could not be provided. The root cause of the reported alarms could not be determined off the information provided. No lot number was provided by the customer to perform a device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use rev. D section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook rev. A section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use rev. D section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook rev. A section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the power cables. Heartmate 3 instructions for use (IFU) rev. D section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook rev. A section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault on (B)(6) 2025. The ebb was reseated, and the next the ebb fault reoccurred. The ebb was replaced, and then a driveline fault alarm occurred. Log file review was requested which confirmed ebb faults and driveline power (a) faults. The pump appeared to be operating normally based on the log files. A system controller and modular cable exchange was recommended. The site reported that there was no damage to the modular cable or system controller. Both the system controller and modular cable were exchanged, and the driveline faults resolved, and the alarms did not reoccur post exchange.